Event description:
Baxter australia reported 2 incidents of broken twist clamps with the transfer set. This was noted prior to use with no pt injury or medical intervention reported according to the international complaint coordinator.